Event description:
Information received by medtronic indicated that, customer reported pump error 39 and the reservoir and tube came out, unable to lock in place. Customer also stated that, after completion of rewind test, pump error 39 was occurred again. No harm requiring medical intervention was reported. Troubleshooting was not performed. Customer will discontinue use of the device and insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Case type: ngp. Customer returned pump for an alleged pump error 39 on (B)(6) 2023. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed self test. The pump was received with a pump error 39 alarm during rewind due to a problem isolated to motor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 39 alarm. Successfully downloaded history files and traces using thump software. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and battery tube assembly noted. Pump error 39 confirmed in history file on (B)(6) 2023 16:43:00.000 (file number: 26 line number: 1474). Batt out limit (6) was found in history file on (B)(6) 2023 21:33:35.000 (file number: 39 line number: 645). Grouping: internal flash. In summary, customer alleged pump error 39 confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5.

Event description:
Customer stated that the insulin pump received insulin pump error alarm. The insulin pump was returned for analysis.